Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high and low blood glucose levels. Customer's blood glucose level was as high as 434 mg/dl and as low as 43 mg/dl. Customer felt nauseous as a result of high and low blood glucose levels. Customer was advised to speak to a diabetes trainer about their fluctuating high and low blood glucose levels.